Manufacturer narrative:
Evaluation results received from howmedica leibinger indicates that this event is not device related. The device was tested and no malfunction was discovered.

Event description:
The hosp reported to the distributor that during the operation with the electrode, the impedance measured 2000 and the system automatically shut down. No adverse consequence to the pt or surgical delay was reported.